Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 19 occurred during pumping. The user successfully reloaded a cartridge. Reportedly, the user experienced a low blood glucose (bg) level of 44 mg/dl earlier in the morning. The user is unsure what caused the low bg level; however, the pump settings may need to be adjusted. Reportedly, the user would call their healthcare provider regarding the settings.

Manufacturer narrative:
Review of pump data by tandem engineer showed that pump logs confirmed a blood glucose (bg) level of 44 mg/dl on (B)(6) 2016. User has the t:slim g4, but was not utilize cgm option. Seven hours before the low bg level, user requested correction bolus but declined the recommended correction. User made bolus requests without entering bg levels and still having insulin on board (iob). Basal rate settings were adjusted from 0 u/hr to 1.25 u/hr twice. The user declined recommended correction bolus when requesting bolus could lead to low bg levels. Making bolus requests without entering current bg level and still having insulin on board could also lead to low bg level. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.